Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at abutment site and subsequently was treated with oral antibiotics for 10 days and topical steroids (date not reported). However the issue could not be resolved; subsequently the patient was placed under general anaesthesia and underwent revision surgery to excise skin and remove abutment. The implanted device remains.